Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the pump was emitting multiple replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the alarm history showed that multiple low battery warnings and replace battery alarms were recorded. Visual inspection revealed that the battery compartment was cracked below the grip pad. The cartridge compartment was found to be damage above the thread area. The cartridge cap was able to be fully secured to the pump despite the damage to the cartridge compartment. The battery cap was able to be fully secured to the pump. During testing, the pump powered on with the returned battery cap. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of loose components or moisture was observed inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.